Event description:
Written report received from baxter states, "infusor leaking into overpouch from butterfly clamp on end of tubing." Device contained fluorouracil 2500mg and water for injection. Reportedly condition discovered after fill during storage after an unknown number of hours. No patient involvement. Per reporter a 5 micron filter was used during filling. Further follow up with reporter revealed that the leakage was observed where winged luer cap attaches onto the flow restrictor housing, device was not leaking profusely, the original winged luer cap was applied to the distal end of delivery tubing, the distal cap was securely tightened after fill, the reported condition was discovered by a pharmacist in the pharmacy department in the packaging prior to opening the overpouch, no one was exposed to the solution, the device was contained in a plastic bag when reported condition had been discovered, and the total fill volume of device was 95 ml.